Event description:
During a total gastrectomy procedure, the suture broke. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Upon evaluation we determined that the suture frayed which was the cause of the difficulty reported.